Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings:a review of the black box showed no evidence of a short battery life. Low battery warnings were found in the black box through normal battery usage. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was intact. The current draws were within specifications. The rewind, load, and prime steps were performed successfully. The battery life issue was no duplicated during the investigation. The pump case was removed and the pump was disassembled. No evidence of moisture or loose components were found inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.